Event description:
It was reported by the caller that intermittent occlusion alarms occurred. The customer's blood glucose level was 442 mg/dl. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The customer changed the infusion set and cartridge and resumed insulin delivery.